Event description:
It was reported that patient underwent vanguard total knee arthroplasty on (B)(6), 2010. Subsequently, patient is scheduled to be revised on (B)(6), 2012, due to loosening of the implant as a result of an allergic reaction to metal ions.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, " material sensitivity reactions." And number 2 states, "2. Early or late postoperative infection and allergic reaction."